Manufacturer narrative:
The system was serviced in the field. The wires to the front panel e stop switch were pinched by the front cover causing the molex connector to be intermittent when the gantry moved. Rerouted the front panel wiring harness to relieve tension on the molex connector. The system passed checkout. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system was automatically going into e-stop as if the button was being pressed. However the button was not being pressed. This occurred multiple times while driving the system and during staff training. There was no patient present when this issue was identified.